Manufacturer narrative:
The device was not returned to olympus for inspection. However, an olympus field service engineer (fse) was dispatched to the user facility for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of the malfunction was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid optical laparoscope exhibited detached lens from distal end. There was no patient involvement.